Manufacturer narrative:
Additional fields: this is a duplicate report to medwatch 2936999-2017-05317. Please refer to medwatch 2936999-2017-05317 for the investigation and product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating the physician had two tracheostomy tubes with the same defect. The customer provided a video of the tubes in water showing that they had a leak. Medtronic followed up with the customer. According to the customer, the defect lies in the joint where the balloon and the plastic of the trach meet." The physician noted that there was a leak in the same area on both tracheostomy tubes. There was no patient injury or death associated with this event.